Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73k2200274 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200765 was manufactured on 01/25/2022 a total of (B)(4) pieces. Lot was released on 02/08/2022. DHR investigation did not show issues related to complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The two misaligned staples were removed from the device and the remaining staples were manually realigned. Another attempt was made to fire the device and this time, the staple was able to properly fire. This was repeated two more times with the same result. To simulate insertion into the skin, a simulated skin pad was used. The next 10 staples were successfully fired into the simulated skin pad. An nc has been initiated by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73a2200765 was manufactured on 01/25/2022 a total of (B)(4) pieces. Lot was released on 02/08/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Nonconformance has been initiated by the manufacturing site to further investigation misfire/jamming complaints for visistat. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. An nc has been initiated by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.